Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a severely tortuous and mildly calcified lad artery lesion exhibiting 95% stenosis. No damage noted to the device packaging. No issue when removing the device from the hoop. Device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated 5 times using a 2.5 x 20 pre-dilatation balloon at 10-14 atm¿s. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed with a non-medtronic stent. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: device was returned with sheath and stylette attached. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 10th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.